Event description:
The infusion pump was received at a service facility with a vague report of the pump being inaccurate while being used on a pt. No specific info was able to be received. No pt injury was reported.